Manufacturer narrative:
Complaint history review a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. Device history review a review of the device history record for sn (B)(6) was performed from 07-may-2022 to 06- may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Investigation summary upon investigation of the actual device used in this incident, it was determined that the station was not responding when users attempted to log in to the station caused by a high c: drive usage. A field service engineer reimaged and configured the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not responding when users attempted to log in to the station. Customer stated that there was no harm to patient as the required medications were retrieved from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the reported behavior of the station caused by a high c: drive usage. A field service engineer reimaged and configured the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not responding when users attempted to log in to the station. Customer stated that there was no harm to patient as the required medications were retrieved from other station. No other information was released by the customer regarding this event. There were no adverse events or injuries reported based on this event.